Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. The customer complaint that they are not able to prime or flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 y ext w/vlv ports & 2 sld clp tubing sets were blocked/occluded and would not prime or flush. The following information was provided by the initial reporter: "smartsite sku 20019e not priming or flushing. This is the third incident that they are reporting."